Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the light on the lightsource turns on and off by itself. It was further reported that there was no error message.